Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, it was reported by a distributor via email that for 2 units of ar-3638, knotless fibertak¿ with #2 suture (5-box), the knotless fibertak passing suture was broken during suture passing process causing the fixation suture to not be able to pass through the anchor and complete the tensionable mechanism. Both anchors had the same issue. This was detected during use in a slap procedure on (B)(6) 2025. The procedure was completed successfully as a new fibertak was used.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure is user error, of the device due to either excessive force used during suture passing or the device coming in contact with another device during use, improper bone preparation and/or incorrect surgical technique during use.